Event description:
While performing a spine injection on a patient, the laser alignment device fell off the x-ray system, just missing the patient.

Manufacturer narrative:
Eval, method, results & conclusions: the investigation is still ongoing on this event. When the investigation is completed, a f/u report will be sent to the FDA.